Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the knee, it was observed that the graft had become loose while using a tightened rigid loop adjustable device. It was reported that the surgeon cycle loaded the knee 20 times where the loop got out of the button. It was reported that the surgeon took the button and the broken or loosened loop outside from the lateral side of the femoral tunnel using an artery as it was completely flipped. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Date received by manufacturer on follow-up 1 should be october 22, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received on 11/1/2018. It was reported that the suture break was found out after 20 rounds of cycle loading and at the time of fixing the graft to tibial tunnel using milagro advanced interference screw. The suture broke at the inner cortex of lateral condale of femoral tunnel. The surgeon tightened the white suture of rigid loop adjustable with hands to insert the graft into the 25mm drilled socket made at the inner medial cortex of lateral femoral condale. He used another rigid loop adjustable and finished the surgery. The surgeon used a curved artery from the lateral side of the femour and took out the broken loop and the button as the button was flipped. The step was a little difficult as he targeted the broken rigid loop adjustable button using a c-arm. The surgeon used a curved artery and c-arm to target the implant inside.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated to (B)(4). All contact information have been updated accordingly. Investigation summary: the complaint device was received and evaluated. Visual inspection confirms that the white suture is broken. The ends of the broken suture are frayed which is a possible indication that the suture came in contact with a sharp instrument. It is possible that the instruments used in handling the suture had sharp edges. Other than this possibility, we cannot discern a root cause for this failure. This complaint can be confirmed. A non-conformance search was performed for this part(232447), lot(l896313) combination and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.